Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified issue with the cartridge as the customer was unable to remove air prior to injecting insulin. There was no reported impact to customer¿s blood glucose level. Reportedly, the customer performed a cartridge change resolving the issue.